Manufacturer narrative:
The complaint investigation for false nonreactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing of retained kits with the complaint lot number, and return sample analysis. Trending review did not identify any trends for the issue for the product. Device history record review for lot 20451be01 did not identify any non-conformances or deviations. In-house testing of a retained reagent kit of lot 20451be01 determined that the sensitivity performance is not negatively impacted. The returned specimen sample was tested which generated the following results: alinity I syphilis tp: 0.53 s/co (non-reactive); recomline treponema igm: negative; recomline treponema igg: negative; historical customer results: tppa: positive; roche syphilis: reactive. Overall, the sample interpretation is inconclusive. Labeling was reviewed and found to adequately address the issue under review. Based on our investigation, no systemic issue or deficiency with the alinity I syphilis tp reagent lot 20451be01 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative alinity I syphilis tp result for one patient with historical results being reactive. The following data was provided: initial result = 0.51 s/co (nonreactive), repeat = 0.51 s/co, roche result = 3.86 coi (reactive) the patient¿s historical results on other platforms and tppa is positive. No impact to patient management was reported.